Event description:
Additional information was received from a healthcare professional (hcp) via manufacturer representative (rep). The rep stated that the hcp has had patients with extensions issues.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: b3400060m, serial# (B)(6), product type: extension. Product ID: b3400060, serial# (B)(6), product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3400060m, serial/lot #: (B)(6), ubd: 19-may-2023, UDI#: (B)(4) ; product ID: b3400060, serial/lot #: (B)(6), ubd: 19-may-2023, UDI#: (B)(4).medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a deep brain stimulation implantable pulse generator experienced worsening tremors over the past few months. The patient increased stimulation, after which a shocking sensation was felt at the lead/extension to the implantable neurostimulator site. The patient subsequently turned the implantable neurostimulator off for the past two months. It was further reported that the patient developed possible infection in or on the neck along the extension, described as redness with a pimple or large bump, as well as redness at the pocket and redness of the whole neck. Pus and bumps started on the neck, and the shocking sensation resolved when the implantable neurostimulator was off but resumed when it was on. The patient has a doctor appointment scheduled.